Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 01/10/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Further information has been requested of the initial reporter regarding: implant date and additional patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: adverse events: other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with lap-band system had explant surgery due to "port was rotated". Device was removed.

Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as strain relief. A visual examination was performed on the device, and noted scratches on the access port, port base, and port holes. Needle marks were noted on the port septum. A fill inspection test was performed and no blockage was observed. The port tubing attached to the access port had surgical end cuts, consistent with device removal.